Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as bleeding burn mark blisters. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.